Event description:
It was reported to vyaire medical that there was a volume discrepancy on the avea ventilator. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device on-site, and calibrated the expiratory flow. Extended systems test (est) and performance check were performed and the unit all passed. The ventilator is now operational and meets the original equipment manufacturer (OEM) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.